Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 500 mg/dl. Troubleshooting was performed, and the bolus history showed that a bolus was delivered at 1:14am. The customer stated that she was asleep during that time, and she did not program that bolus. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.